Manufacturer narrative:
H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code in logs. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due damage downstream occlusion sensor (dso) seal. As a result, the dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming error 46228 and the downstream occlusion (dso) seal was coming off. There was no patient involvement.